Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The device was received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button and scratched case.

Event description:
It was reported that the insulin pump had a crack. Blood glucose level was unknown at the time of the incident. No further information provided. The insulin pump would be returned for analysis.